Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced syncope. It was also noted that there was intermittent loss of ventricular capture. The leadless implantable pulse generator (ipg) was inactivated and replaced. No further patient complications have been reported as a result of this event.